Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 29-aug-2017. The most recent information was received on 20-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain episodes") and ovarian germ cell teratoma benign ("dermoid cyst on right ovary") in a (B)(6) year-old female patient who had essure (batch no. D60148) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before (B)(6) 2016, no symptoms. In (B)(6) 2016, 2 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("haemorrhagic bleeding even outside of menstrual periods"), fatigue ("fatigue"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced ovarian germ cell teratoma benign (seriousness criterion medically significant). On an unknown date, the patient experienced uterine leiomyoma ("developement of submucosal uterine fibroma"). The patient was treated with surgery (hysterectomy with right unilateral adnexectomy by laparotomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian germ cell teratoma benign, metrorrhagia, fatigue, headache, dizziness and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, headache, metrorrhagia, ovarian germ cell teratoma benign, pelvic pain and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-sep-2017 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 4.180 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2017: quality safety evaluation of ptc. Quality-safety evaluation of ptc: unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain episodes") and ovarian germ cell teratoma benign ("dermoid cyst on right ovary") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before (B)(6) 2016, no symptoms. In (B)(6) 2016, 2 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("haemorrhagic bleeding even outside of menstrual periods"), fatigue ("fatigue"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced ovarian germ cell teratoma benign (seriousness criterion medically significant). On an unknown date, the patient experienced uterine leiomyoma ("developement of submucosal uterine fibroma"). The patient was treated with surgery (hysterectomy with right unilateral annexectomie by laparotomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian germ cell teratoma benign, metrorrhagia, fatigue, headache, dizziness and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, headache, metrorrhagia, ovarian germ cell teratoma benign, pelvic pain and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.